Event description:
I have a tooth #8 implant that began hurting in (B)(6) 2014, after 25 years with no incident. A general dentist who had never done surgery for peri-implantitis, but told me he had, attempted surgery, after consultation with the inventor of cytoplast-150 reinforced titanium membrane, (B)(6). Both worked, on the side, for osteogenic biomedical, in training and product promotion, and collaborated on a surgical plan that could possibly save my front tooth. The membrane never was right and eventually fell out while my dentist was in europe. At first, my dentist had told me the surgery was a success and that I had an 80% chance of keeping my implant. Then, when it fell out, after the stitches let go, he became mean, disinterested, and sarcastic, and eventually stopped returning my phone calls. One day, after the membrane fell out, the dentist told me that the surgery had not been successful, at all, and that the membrane had not been in place long enough for adequate bone grafting. He told me that I would most likely lose my front tooth, for the second time in my lifetime, because the threads were very mush exposed, as the bone graft was unsuccessful. He told me that there was nothing he could do, told me he would decide the next step, in a year, then became so horrible to me. I eventually dropped him when my implant became reinfected and he would not call me back, denying me treatment. I sought treatment at the ER. I have no dentist, a time-bomb in the front of my mouth, and a lot of pain. All because my pretend oral surgeon was mad, because the tooth that "would make him famous", could not be rescued, as the titanium membrane failed or the instructions were unclear, or it was defective, from the start.